Event description:
This pt has an internal cardioverter defibrillator for refractory ventricular tachycardia. This device is in a "physician notification advisory' for oscillating crystal failure, which requires disabling of anti-tachycardia pacing. This pt requires anti-tachycardia pacing. Given the potential for crystal failure, the physician decided to replace the device under the warranty replacement policy of the MFR.